Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level as the caller declined to answer. Customer was assisted by cts in resetting the pump, and the malfunction code did not recur after the reset, allowing the customer to continue using the pump. Cts advised the caller to call back if any malfunction code recurs, and the caller acknowledged the instructions.